Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced leakage issues with one infusion set, specifically leakage had occurred at site. The event occurred on 14-jun-2024. The infusion set has been used up to 1 day. No further information available.